Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The customer confirmed this device will not be returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.